Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.

Event description:
It was reported that during implant, the right atrial (ra) lead helix "would not stick to [the] muscle." The lead was removed and replaced. No patient complications were reported as a result of this event.